Event description:
Health professional reported patient experienced ¿fatty necrosis¿ and ¿breast scar did not close¿ several drugs were used (oral, injectable, ointments) and 3 cultures were performed. Device has been explanted. This record is for the left side.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/23/2018 a review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma, necrosis, and delayed healing are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, delayed healing, necrosis. Device evaluation: the device related to the reported event of seroma-late/necrosis/delayed healing/visibility/palpability/cyst on (B)(6) 2022. With lot number 2958633. Visual analysis of the returned device identified: weight to the spec, deformation. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.